Manufacturer narrative:
Event and therapy dates are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number:3006705815-2020-02239. It was reported that patient had pain at the scapular area and the stimulation was painful when therapy was on. As a result, patient underwent surgical intervention wherein one of the octrode lead was explanted and the other lead remains connected to the ipg.